Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxt225 23.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2018 and explanted on (B)(6) 2018 due to patient complaint of unknown/unspecified visual issues. Through follow up, customer account provided additional information confirming no incision enlargement, no serious patient injury, no suture(s), no vitrectomy, and the replacement lens was a zxr00 22.0 diopter iol. Patient outcome was reported 20/30 visual acuity. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Product testing could not be performed because the product was not returned. The customer's reported event could not be confirmed. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.